Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that the alarm was cleared. Pump was not exposed to a magnetic field. Customer was advised to change the complete set. Customer delivered a 5 unit via fill cannula and there was no motor error. Insulin was not cloudy or expired. Motor error occurred once in the last 30 days. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.